Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. This MDR is created to document the asr / product code otn / exemption # e2014015. Total number of events: 9. Aris: 6. Supris: 2. Minitape: 1. [(B)(4)]

Event description:
As reported to coloplast though not verified, patient's legal representative stated extreme pain and infection.